Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system powered down. The staff rebooted the system but the screen remained black. It is unknown if the case was completed and if there was harm to the patient. Additional information is not expected.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 9, 2005. Based on qa assessment, the product met specifications at the time of release. The system met specification. Therefore the root cause of reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).